Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient presented with a peri prosthetic fracture. Patient presented to have their hip revised and surgeon decided to replace the liner at the same time as there were obvious scratch marks inside the liner. Surgeon used a different company for the stem fixation and left the psl cup in-situ.